Event description:
A surgeon reported that there was poor actuation of the probe during a surgical procedure. The probe was exchanged and the procedure was completed. There was no harm to the patient. The surgeon reported that the probe had been reused.

Manufacturer narrative:
Investigation including root cause analysis is in process. A supplemental MDR will be filed as necessary in accordance with 21 cft 803.56 when additional reportable information becomes available. (B)(4).